Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section on an (B)(6) 2013 and suture was used. Approximately two and a half weeks after the surgery the patient started to expell the suture. It was also noted that there was drainage at the incision site.